Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that during device follow-up the implantable pulse generator (ipg) exhibited a ¿replace pacemaker¿ message. The battery status was listed as acceptable and the battery voltage reading was not available. The device had reverted to back-up single chamber mode. At the device change the device indicated there were 25 months remaining. The patient was dependent, so the device was explanted and replaced. No patient complications have been reported as a result of this event.